Manufacturer narrative:
The event of a system explant due to ineffective stimulation was reported to abbott. There was no plan to re-implant the patient at that time. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Date of event is estimated. Attempts were made to obtain complete event and patient information. Additional information was not provided. The results/method and conclusion codes along with investigation results will be provided in the final report.

Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete event and patient information. Additional information was not provided. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference manufacturer number: 1627487-2020-47969. It was reported that the patient experienced ineffective therapy. In turn, the patient underwent surgical intervention wherein the scs system was explanted. Note: since it is not known which device contributed to the issue, all possible devices are being reported on.